Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked display window, cracked display window corners and a cracked reservoir tube lip. No crack was noted on the display glass.

Event description:
Customer reported issues with the insulin pump. Customer states that there a crack on the screen of the insulin pump. The blood glucose reading is 153 mg/dl. The insulin pump will be replaced. Nothing further reported.